Event description:
The hospital reported that after an endoscopic vein harvesting procedure was completed, the user had a hard time removing the hemopro 2 cable from the hemopro 2. The same unit was used to complete the procedure. The hospital did not report any pt effects. The product is returned. The event date is unk.

Manufacturer narrative:
The device has not been returned to maquet cardiovascular for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received and the investigation is completed. (B)(4).